Manufacturer narrative:
Continuation of d10: 4076 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) it was noted that when atrial pacing, the device was showing ventricular sense for every atrial pace. Additionally, an alert was showing right ventricular (rv) lead bipolar impedance high/undefined. The rv lead also exhibited high sensing integrity counter (sic), and previously exhibited high threshold. The physician saw noise on the ventricular electrograms (egm) through the ICD when manipulating leads but not on the analyzer so physician decided to replace the ICD. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) it was noted that when atrial pacing, the device was showing ventricular sense for every atrial pace. Additionally, an alert was showing right ventricular (rv) lead bipolar impedance high/undefined. The rv lead also exhibited high sensing integrity counter (sic), and previously exhibited high threshold. The physician saw noise on the ventricular electrograms (egm) through the ICD when manipulating leads but not on the analyzer so physician decided to replace the ICD. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.